Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope cannot be attached smoothly due to a gap between coupler unit. The detachment of the coupler unit was not established which indicates that the investigation findings do not lead to a clear conclusion about the cause should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited detachment of coupler unit, a gap between coupler unit and therefor the scope cannot be attached smoothly. There was no patient involvement.